Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch handle was broken and refrigerator door was pull off. A field service engineer (fse) found hasp that had fallen off. The customer reported that the hasp had detached from the refrigerator door, and upon arrival, the fse confirmed it was peeling away from the surface. The hasp was replaced, and the smart remote manager was tested in the hardware test application, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es latch handle was broken and pulled off the refrigerator door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.